Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection has been performed and no damage was observed. The reader was charged, and no sign of smoke was observed. The reader was further investigated and de-cased. Performed visual inspection on sensor¿s printed circuit board assembly (pcba); no issue was observed. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified an extended investigation also was performed and determined that there was no indication that the product did not meet specifications. The DHR review of libre reader indicated that the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Event description:
Customer reported that they were shocked while scanning their sensor with their freestyle libre reader. Customer further reported, that "smoke" appeared while charging their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that they were shocked while scanning their sensor with their freestyle libre reader. Customer further reported, that "smoke" appeared while charging their freestyle libre reader. There was no report of death, serious injury, or mistreatment associated with this event.